Event description:
It was reported the programmer started to smoke and make strange noises when the medical assistant turned on the programmer first thing in the morning. The programmer was immediately turned off and set aside to not be used. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the overheating, the power supply was replaced. It was also noted that the device had an "out of paper" message, the system fan was noisy and the power bay door tab was broken. (B)(4).